Manufacturer narrative:
(B)(4). Date sent: 02/02/2016. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device broke (the plastic pouch broke). The gall bladder had to be removed by making a larger incision. No further details are known at this time. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Additional information: batch # m92v0m. The analysis results of the pouch device found that it was received completely deployed. The suture and the bag were not returned for analysis. The device was visually inspected and no anomalies were noted. In order to evaluate the internal components the device was disassembled. Upon disassembling of the device no anomalies were noted with the internal components. A batch record review was performed and no anomalies were found during the manufacturing process.